Manufacturer narrative:
The reported issue of a pump module running and the volume increasing even though the line was clamped and no fluid was flowing from the bag without a reported alarm could not be confirmed or duplicated during the investigation. The customer provided no date or infusion order parameters. The location of the clamped line was also not provided. The incident disposable set was not returned for investigation. The last recorded infusion in the pump module¿s event log indicated it did alarm with a patient side occlusion alarm four times with the infusion being restarted three of the four times and terminated after the fourth alarm. This infusion was recorded on 16/may/2016 between the times of 5:12am and 7:03am. The testing and inspection performed did not find any existing malfunctions and the pump module to be occluding for both bottle side and patient side within specification. Even though no pressure sensor malfunction was identified or is believed to have occurred, it is being recommended the upper and lower pressure sensor in this pump module be replaced as a preventative measure given the age is over 10 years old for the upper pressure sensor. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference (B)(4).

Event description:
The customer reported that the pump module was running and the volume infused was increasing even though the line was clamped and no fluid was flowing from the bag. The device failed to alarm for occlusion as expected. There was no report of any patient harm.